Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far-r oversensing and automatic mode switching (ams). No intervention was performed, and the patient was stable.